Manufacturer narrative:
(B)(4).

Event description:
It was noted the device was removed on (B)(6) 2012 and the leads were removed on (B)(6) 2013.

Event description:
It was reported that the patient had the device removed because it was not working. It worked for 8 to 9 months. It was noted the patient had fallen a couple times. The implantable neurostimulator was explanted in (B)(6) 2012 and the leads were explanted in (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).